Manufacturer narrative:
Unable to send report via webtrader on (B)(6) 2023. Email sent to cdrh emdr on (B)(6) 2023 at 15:03 bst with details of issue and estimated time to correct the issue.

Event description:
Event occured as described by the complainant below - "screen went blank during an intubation and was unable to be corrected. Resorted to alternative intubation device".